Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were in critical override and in disconnect mode. A field service engineer (fse) found both stations were on offline following recent network changes completed by it, after which the stations did not reconnect. Upon arrival, the fse logged into the admin interface and reviewed network settings, clearing a static gateway. With the stations set to dhcp, they connected to the site; however, the blocking internet access. The fse worked with site information technology (it), confirmed the issue was network-related and escalated to the network manager to reset firewall settings. The stations appeared in the application but continued to show disconnected. By the end of the day, remote access to the station confirmed the station was synchronized with the server. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was in critical override and in disconnect mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.